Event description:
A physician reported that a daughter used her mother's freshlook (color) contact lenses once and developed "very small ulcers bilateral". The daughter was prescribed voriconazole tablets and eyedrops, and her symptom "responded well to therapy". The physician stated that the lenses were not cleaned.